Manufacturer narrative:
(B)(4). This information was inadvertently incorrect in initial medwatch.

Manufacturer narrative:
The reported condition of pump failure code 810.11 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
During a review of the pump's event history by baxter it was determined that failure code 810:11 occurred on (B)(6) 2010 during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated.